Event description:
The distributor reported that two dressings were found with colored dot. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 2 of 2. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant country: philippines. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions.. H11: investigation summary, a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel foam adh 12.5x12.5(1x10) nai was manufactured under system application product (sap) code 1703936 and manufacturing lot number 4e04259 on 30 may 2024. Lot # 4e04259 was sterilized under work order 3570738 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 4e04259. This is the only complaint for the affected lot registered within database. 3 photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected lot, product and complaint issue where a dark dot can be seen on the dressings, approximately 0.15mm in diameter when compared to the tappi chart shown in the images. The complaint sample was requested for this complaint due to the foreign matter but the dressing was not available for return. The matter does appear to be similar to examples from previous complaints, which have resulting in corrective action / preventive actions (CAPA) record being raised. The CAPA investigation covers 6 previous complaints for foreign matter which have been trended together. During investigation, black dots were also found in the pink polyurethane (pu) received from the supplier, confirming that the matter was not originating at convatec. The supplier was issued with supplier corrective action request (scar) 1917085, in which 3 types of contaminants were identified and mitigation plans put in place by the supplier. CAPA 1888590 remains open for effectiveness checks to be completed. The lot under complaint is confirmed as within bounding of this CAPA, communicated to the CAPA owner on 06 jan 2025. The acceptable quality levels (aqls) from process instruction (pi) identify contamination as 0.40, with an accept 5 and reject 6 based upon a sample of 500 dressings and batch size of 43200 dressings (4320 secondary packs). As only 1429 packs remain in distribution centers (dcs), it is likely over 500 dressings have been exhausted, and as only a single dressing has been reported for foreign matter, the issue remains below aqls. The dressings are inspected by operators, but foreign matter is often difficult to identify on human inspection at validated line speeds. As the photos provided are quite low quality, it was not possible to review how clearly the matter may have been seen. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 1000317571.